Event description:
The pump was returned for investigation. Investigation revealed a component failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, a single component failure was found on the printed circuit board. (B)(6).